Manufacturer narrative:
A follow up report will be submitted after philips obtains more information concerning this event.

Event description:
During evaluation at philips authorized repair facility, it was identified that the device had no audio. The device was not in use on a patient at the time of event, there was no patient involvement.

Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the mx40 1.4 ghz smart hopping device during evaluation at bench repair, it was identified that the device had no audio. Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the speaker produced no sound and the speaker was defective. The speaker was replaced and the device was operational after repairs were completed. The device was returned to the customer.